Event description:
The provided x-rays and CT scan were reviewed by the manufacturer: the inferior endplate was noted to have migrated anteriorly against s1. If the small dot above the anterior edge of the inferior endplate is the marker, then it is likely that the inlay still locates between the two endplates. Per the axial CT scan, pedicle fracture cannot be excluded.

Event description:
Internal review: (B)(4) 2015: received a response from chao yang, the depuy ortho joint us medical director on (B)(4) 2015 with a review of the x-rays. In response to whether the x-rays matched the complaint description, chao stated the following: yes, if we compare image 4 with image 1, the inferior endplate obviously migrated anteriorly against s1, if the small dot above the anterior edge of the inferior endplate is the marker, then it is likely that the inlay still locates between the two endplates. Per the axial CT scan, pedicle fracture cannot be excluded, do you have any pre-operation image for me to compare?¿ I sent a response email to chao asking if he would like me to follow up with the sales consultant regarding obtaining pre-operation images.

Event description:
It was reported that a patient had the prodisc-l (pdl) explanted due to retropulsion of the inferior endplate. The original prodisc-l implant procedure took place on (B)(6) 2014. The patient developed bilateral pedicle fractures, which, according to the surgeon, caused the device to fail and show signs of retropulsion. The surgeon was not notified of any injury that may have caused the pedicle fractures. The patient had revision/explant surgery (B)(6) 2015 during which the pdl implant was removed. The patient was then fitted with an anterior lumbar interbody fusion (alif) - anterior and posterior fusion - with posterior screws at l5-s1. It was reported that the patient is doing well. There was no time delay reported during the revision procedure. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (prodisc-l, superior endplate, pdl-l-sp11s). The inferior endplate showed evidence of minor iatrogenic evidence upon receipt. The prodisc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The complaint description stated that a patient developed bilateral pedicle fractures, resulting in migration of the inferior endplate. The prodisc-l was removed during revision surgery. The prodisc-l design was reviewed and it was determined that an update is not warranted at this time. Visual examination did not reveal any design related issues with the part. Although the complaint description mentions bilateral pedicle fracture, a definitive root cause for the migration of the endplate could not be determined. Mechanical testing has shown that the design of the device is capable of providing adequate fixation to vertebral bodies. The design is adequate for the intended use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The superior endplate showed evidence of minor iatrogenic evidence upon receipt (not "inferior endplate" as previously reported in medwatch follow-up #4 for this device). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a review of the device history records for the pdl-l-sp11s and the raw material indicates there were no issues with the endplate or manufacturing discrepancies relevant to the complaint condition of ¿bone fracture.¿ (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with minor scratches related to explantation and minor bony ingrowth evident in plasma coating. There are no relevant features associated with the complaint condition therefore the complaint is not related to manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an exponent report was completed: all retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. All three components had minimal evidence, if any, of iatrogenic damage. The most iatrogenic damage observed was on the polyethylene inlay. The backside surface of the superior endplate showed remnants of bone. All three components had evidence of impingement. Machining marks were observed on the perimeter of the polyethylene inlay, and worn machining marks were observed on the backside surface. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. The articulating surface of the polyethylene inlay showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Internal review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.